Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 532 mg/dl. The customer treated with bolus via the pump. Customer's blood glucose value was 532 mg/dl at the time of the call. Customer did not contact their healthcare professional. The customer also had a low reading and treated with juice and chocolate. The customer discontinued high readings troubleshoot. The product was not returned for analysis.